Manufacturer narrative:
Detailed product information was not provided to boston scientific (bsc). Based on the nature of the information provided to bsc, a good faith effort was performed to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a clarification was requested by the field clinical representative regarding end-of-life behavior for this cardiac resynchronization therapy defibrillator (crt-d and inquired about the availability of an asynchronous option, as the patient is device dependent and had arrived at the emergency room. Technical services (ts) confirmed that no asynchronous option was available and reviewed the options that were available. No information about the device status is available. No adverse patient effects were reported.